Event description:
It was reported the patient presented to the emergency department after hearing the device beep. The device was interrogated and no alert had occurred. It was also noted the patient was unable to identify any source of a magnetic field that would cause the device alert. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).